Event description:
It was reported that "after we put the plate in and fixed it to the bone, we began to put in the locking screws distally in distal locking holes. Neither locking screw would lock. We took out the screw and tried another which also would not lock. Had to remove the plate. Put in a 6 hole plate, and the implant worked perfectly."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.